Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a patient that had a retained capsule after having performed a study approximately over a month ago. There was no reported further patient outcome.